Event description:
A report was received from (B)(6) stating the cutter is moving well; however it just aspirates the vitreous but it can't cut. No patient impact.

Manufacturer narrative:
The device has not been received for evaluation at this time. A supplemental report will be filed should the device become available for investigation. Report 1 of 3.